Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the patient received around 52 inappropriate shocks due to oversensing. Preliminary analysis confirmed the reported event. It was most probably due to the rv lead issue (non-sorin) or lead/ICD connection issue. In addition, the ICD reached its r.r.t (recommended replacement time) point. Patient care recommendations were provided (to replace the rv lead and ICD).

Manufacturer narrative:
It was reported that the patient died on (B)(6) 2017.

Event description:
Reportedly, the patient received around 52 inappropriate shocks due to oversensing. Preliminary analysis confirmed the reported event. It was most probably due to the rv lead issue (non-sorin) or lead/ICD connection issue. In addition, the ICD reached its r.r.t (recommended replacement time) point. Patient care recommendations were provided (to replace the rv lead and ICD).